Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error m-02 occurring when the monopolar instrument was fired and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. The reported errors could not be reproduced on the iesu when connected to the system. The logs confirmed the fault occurred in the field. Visual inspection found that the unit had no significant scratches or dents. The front bezel was in decent condition. The unit energized and cauterized and all ports recognized instrument on system.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, error c-00 occurred, and the integrated electrosurgical unit (iesu) could not be used. The intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from the isi technical support engineer (tse). The site elected to use a third-party esu to continue with the procedure. The procedure was completing as planned with no reported injury. Isi performed follow-up and obtained the following additional information: the site stated that error m-02 appeared when monopolar energy on the iesu was activated, and a monopolar instrument could not be identified sometimes. Only iesu bipolar energy was used during the procedure.